Event description:
On may 26, 2026 abbott diabetes care 1360 south loop road alameda, ca 94502 adc.customerservice@abbott.com re: formal complaint ¿ freestyle libre 3 sensor failures serial numbers: (B)(6) to whom it may concern: I am writing to formally document my ongoing experience with defective freestyle libre 3 sensors and to address serious concerns regarding abbott's complaint resolution process, its failure to act on customer-reported defects, and its disregard for the burden imposed on patients by its return procedures. Device failures I have experienced repeated sensor failures including inaccurate low blood sugar warnings, complete signal loss after only four days of use, and sensors that failed well short of their 14-day rated lifespan. As a diabetic patient who relies on these sensors for critical glucose monitoring, these failures have caused me to consume inappropriate food in response to false low glucose alerts -- a directly dangerous consequence. Abbott's defective return authorization process on multiple occasions, I have faithfully complied with abbott's instruction to return defective sensors via fedex. Despite doing so in good faith each time, I subsequently received emails from abbott stating they had no record of receiving the return or had not received authorization to accept it -- forcing me to repeat the return process. This pattern demonstrates a fundamental breakdown in abbott's complaint handling and return management systems. Each failed return process further delayed resolution and imposed unnecessary, repeated inconvenience on me as the patient. Absence of feedback loop -- the return requirement serves no purpose I must raise a pointed question: why is abbott requiring patients to physically return defective sensors if those sensors are never matched to the specific complaint reported, never tested against the failure the patient described, and the findings never feed back into any corrective action? Based on my repeated experience, that is precisely what is happening. The returned sensors disappear into abbott's system with no documented testing, no root cause finding communicated to me, and no evidence that the reported failure mode was ever investigated. The return requirement, as abbott currently operates it, serves no quality assurance purpose whatsoever. It imposes burden and inconvenience on the patient while producing nothing. Emails I get long after stating I have not received the returned sensors please return, and (B)(4) said on a recorded line d"don't worry about that" the defect information I have reported -- documented internally through abbott employees -- is clearly not reaching abbott's quality assurance or product testing functions. Abbott's process is a replacement cycle, not a quality cycle: defective sensors go out, complaints come in, replacement sensors go out, and the underlying manufacturing defect is never identified, never tested, never corrected. This is a systemic quality failure, not a customer service matter. On may 26, 2026 call with representative (B)(4) on or about may 26, 2026, I was contacted by abbott representative (B)(4), who conducted a telephone interview lasting over 50 minutes. During this call: ms. (B)(4) read scripted questions from a computer and recorded my responses. The call was conducted in an unprofessional environment, with audible dog barking throughout. I was questioned at length, close to an hour, in a manner designed to challenge and discredit my account rather than to resolve my legitimate complaint. Despite my having previously provided the serial numbers of both defective sensors, I was again required to return them via fedex -- repeating the same failed process that has already failed multiple times. When I raised the repeated burden of driving to fedex to return abbott's defective products, ms. (B)(4) acknowledged the inconvenience without addressing it -- the effort and difficulty; I document. Pt: 1905, 1912. Device: 1535, 3023. Ref: mw5188814.